Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: partial delamination of the valve, crease fold and white particles in the shell. The unit does not leak, and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.